Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturing representative made sure the connection was tight. Once she did this, the issue was unable to be replicated and there have been no further issues to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the localizer was not connecting. When the clinical specialist would manipulate the camera cable the localizer would connect. She was able to recreate the issue once. At the time of the call the localizer was connected. She pulled the cable connection out and inspected the prongs inside, she stated that the connector appeared normal. No patient was present.